Manufacturer narrative:
The pump was unable to prime during prime test due to moisture damage force sensor resistor. The excessive no delivery test and occlusion test were unable to be performed due to prime fill anomaly. The pump had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The pump was unable to prime during prime test due to moisture damage force sensor resistor. The excessive no delivery test and occlusion test were unable to be performed due to prime fill anomaly. The pump had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and missing end cap sticker.